Event description:
After activation and during the titration process I began to experience daytime effects even though the device is only active at night. Slurring. Loss of sensation in the tongue and under the jaw. I discontinued use and the symptoms improved after a few days. I have attempted to restart the titration several times since with similar effects. The surgeon and product representative have been generally dismissive of my complaint. No testing has been performed.